Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. During a routine follow-up visit, the device showed an increase in power consumption, and the power usage was at 172%. At the previous follow-up visit, the battery estimation showed more than 3 years remaining. There has been no increase in pacing percentages or outputs reported. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. A follow-up request was sent to the field to obtain additional information as to whether a replacement procedure had occurred. The field representative said that the physician lost information about this case. Therefore, it could not be confirmed as to whether this device was replaced. No further information was provided. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.